Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: we were uncertain whether the user conducted reprocessing in accordance with IFU or not. However, the foreign material possibly remained in the device due to physical damage of the device from the provided information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the nozzle. There was no patient involvement.